Manufacturer narrative:
Constant motor error alarms during rewind due to out of phase motor encoder signal. Unable to confirm error alarms in alarm history and perform displacement test due to motor error alarms. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported that the insulin pump had an error alarm after going through an MRI machine. The blood glucose reading was 268mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the customer to discontinue the use of the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.